Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.25x12 rx xience xpedition stent delivery system (sds) was advanced toward a heavily calcified, de novo lesion in the heavily tortuous distal left circumflex coronary artery, but failed to cross the lesion due to heavy calcification, force was applied, and the proximal shaft separated. Both parts of the device were able to be simply withdrawn from the anatomy without issue. Another same size rx xience xpedition was able to cross and treat the lesion successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.